Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leads were loose from the implantable pulse generator (ipg). The leads were reattached to the ipg. The ipg system remains in use. No patient complications have been reported as a result of this event.